Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a leakage was observed above the air filter at the elbow connection. All affected tubing originated from the same lot and was being used as part of a custom hydration setup. The patient received custom IV hydration therapy consisting of an isotonic sodium acetate solution (150 meq in 1.2 l of sterile water) supplemented with potassium chloride, magnesium sulfate, calcium gluconate, and zinc. There was a patient involvement but no harm to the patient.